Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with a highest cgm reading of 401 for approximately six hours while sleeping; the user later determined the humalog insulin in use was compromised, potentially due to overheating, and glycemia returned to about 170 after switching to a new insulin vial, with no reported issues with the infusion sets or the ilet device. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available regarding a device problem and insufficient information regarding a specific device component, and the medical device problem could not be characterized beyond insufficient information given the user-reported insulin quality issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.